Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replace the cylinders and pump, while the original reservoir was left in place. The suspected cause of the fluid loss is a hole somewhere in the system. No patient complications were reported.